Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet contacted support with a blood glucose of 193 mg/dl and inquired about having an egg and a cup of juice before bed, receiving general education on meal announcing and low-carbohydrate snacks. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding meal announcements and carbohydrate content. Investigation of this case revealed no device malfunction or component issue and that the cause of the elevated glucose was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.